Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Information received from a sales representative indicated that a 2.25 x 13mm cypher stent was not able to cross during the initial attempts, and therefore, was being removed to pre-dilate the lesion a little more. As the stent was being removed the stent delivery system cracked in the middle of the guiding catheter into two pieces. Therefore, the guiding catheter and the stent delivery system were removed. The stent was not implanted and there was no patient injury. The same guiding catheter was used with another stent to complete the procedure. The product was returned for analysis. A non-sterile cypher us rx was received inside of a plastic bag. The sds was noted to be broken at 82 cm from the distal end. The stent was returned mounted on the sds balloon. No more anomalies were noted. The unit was inspected under a microscope; the edges of the rupture point were found to be kinked, this condition suggests that the sds was kinked before it broke. No damages were noted on the stent. The stent crossing profile was measured and the results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of stent delivery system separated was confirmed through failure analysis. With the limited information provided it is not possible to determine an exact cause for the reported failure, however the difficulty the practitioner encountered in trying to cross the lesion with the stent may have contributed to the reported event. There is nothing in the investigation or analysis to indicate that there is a design or manufacturing related issue therefore no corrective action is needed.

Event description:
A 2.25 x 13mm cypher stent was not able to cross during the initial attempts, and therefore, was being removed to pre-dilate the lesion a little more. As the stent was being removed the stent delivery system cracked in the middle of the guiding catheter into two pieces. Therefore, the guiding catheter and the stent delivery system were removed. The stent was not implanted and there was no patient injury. The same guiding catheter was used with another stent to complete the procedure.